Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) was making loud noises. No patient involved.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site telephone), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Complete initial reporter name- (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the compressor failed completely after testing. The fse used an old test scroll compressor to confirm that the compressor was not working. The fse replaced the scroll compressor and performed all functional tests and re-calibrated the unit. The unit was returned to normal use.